Manufacturer narrative:
Medications: propranolol hcl ER, amlodipine besylate, acetaminophen, aspirin, combigan, loratadine, latanoprost ophthalmic drops, calcium and d3, raloxifene hcl, albuterol, cholecalciferol, duloxetine hcl, rosuvastatin. Past medical history: hypertension, arthritis, glaucoma, fibromyalgia, former smoker, arterial insufficiency. Surgical history: uterine suspension, appendectomy, bladder repair, hysterectomy (vaginal), breast surgery. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the aortic and iliac extender endoprostheses are intended to be used after deployment of the gore® excluder® aaa endoprosthesis. These extensions are intended to be used when additional length and / or sealing for aneurysmal exclusion is desired. Also, according to the IFU, the physician and patient should review the risks and benefits when discussing this endovascular device and procedure including: risks and differences between endovascular repair and open surgical repair, potential advantages of traditional open surgical repair, potential advantages of endovascular repair, the possibility that subsequent interventional or open surgical repair of the aneurysm may be required after initial endovascular repair. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On july 5th, 2022, medical device tracking received information regarding the implant and same day explant of a gore® excluder® iliac branch endoprosthesis, a gore® excluder® aaa endoprosthesis and a gore® excluder® conformable aaa endoprosthesis that occurred on (B)(6) 2022. The clinical specialist covering the account was contacted for additional information. As reported, the patient was admitted for planned treatment of occlusive aortic disease. As reported, the gore® excluder® iliac branch endoprosthesis was placed as the main body in the aorta with the gore® excluder® aaa endoprosthesis iliac extender used as a contralateral leg, and the gore® excluder® conformable aaa endoprosthesis conformable aortic extender used to extend the graft proximally (3000-e:-device selection - other/unknown). As reported, the patient was also implanted with gore® viabahn® endoprostheses. As reported, following device implantations, the procedure was converted to open repair in which all devices were explanted. As reported, the patient was placed on comfort care and passed on an unspecified date following the procedure. Reportedly, the patient had occlusive disease long enough for the development of multiple collateral flows. It was reported that there were two type ii endoleaks into the lumbar arteries that were leading into the aorta. These were reported to be the reason for the conversion following implantation of the gore device. There were no reported issues with the gore devices. The conversion was reportedly due to the patient anatomy.